Manufacturer narrative:
Outcomes to adverse event: other: csf fistula. The following products were used in the surgery: product: unknown capstone cage; part/lot# unknown. Product: unknown solera implant; part/lot# unknown. Although it is unknown whether these devices caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent midline lumbar fusion surgery (midlf) at l3/l4 due to neurogenic claudication. Post-op, the patient was suffered from (cerebrospinal fluid) csf fistula. On (B)(6) 2019 he underwent revision surgery on the lumbar spine as a results of this event. The event was in a causal relationship with the procedure and disease and was not related with the devices used. Patient outcome was resolved on the same date ((B)(6) 2019).